Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the valved trocar leaked when it was placed in a patient's eye. The product was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Four opened trocar blade/handles assemblies and 4 trocar hub/cannula assemblies were received for evaluation. The returned samples were visually inspected. One sample was found conforming, two samples were non-conforming with slits that did not fully close and one sample was non-conforming with a tear in the septum. The conforming sample was then visually inspected and was found conforming. The exact root cause for this complaint is unknown, however, potential contributing factors related to the manufacturing, molding, and post cure processes of the valves has been identified. Investigations have been completed and actions are presently being implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).